Event description:
It was reported that a patient presented with micro perforation of their right ventricular (rv) lead. It was also noted that there was high capture threshold on the rv lead. The physician elected to explant and replace the atrial lead.

Manufacturer narrative:
Correction: h6 - type of investigation, investigation findings, and investigation conclusions codes added for non-device return.